Event description:
It was reported that the threshold test on the right ventricular (rv) lead was not working, spike after intrinsic beat, and unable to do sensing test in bipolar as device not sensing properly in bipolar. It was noted that there does not appear to be capture in bipolar and oversensing possible in unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, implantable pulse generator, (B)(6) 2009. (B)(4).